Event description:
Needle broke off/lodged inside her stomach [medical device complication]. Case description: this spontaneous report, reported by a pt, received from the united states and reported as "needle broke off/lodged inside her stomach" concerns a female pt treated with novofine 30g (needle) for device therapy. Medical history: insulin-requiring type ii diabetes mellitus for several years. In 2007, a woman administered an injection and the needle in question broke off inside her stomach area. She was administering concomitant medications, novolog (insulin aspart) and novolin n (insulin human) via a novopen 3, at the time of the event. She was unable to remove the needle herself and subsequently went to the emergency room. She was admitted to hosp that same day and an x-ray was performed. The x-ray confirmed that the needle was inside her stomach area. No other diagnostic procedures were performed. The attending physician was unable to remove the needle, and she was scheduled for surgery the following day. On the next day, the woman underwent surgery to remove the needle in question. She reported that the needle was successfully removed and no further intervention or treatment was needed. After the needle was removed, it was sent to the pathology department at the hospital and no additional information was available. The needle in question was discontinued on original date. The overall outcome was reported as "recovered". Reporter's causality: unknown. Novo nordisk causality: reportable.